Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, a decrease in the magnet rate to 89 ppm was observed on an ECG while the programmer gave a magnet rate of 96 ppm. Calibration did not resolve the problem.